Manufacturer narrative:
Cns hdd details of complaint: the customer reported that the hard disk drives (hdds) on their central nurse's station (cns) failed. They try switching the hdds from another unit, but this cns would not launch into the cns application. No patient harm was reported. Investigation summary: spontaneous shutdown or spontaneous reboot events are triggered by hardware failure. Hardware failures that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The customer reported that the hard disk drives (hdds) on their central nurse's station (cns) failed. They try switching the hdds from another unit, but this cns would not launch into the cns application. No harm or injury was reported.

Manufacturer narrative:
The customer reported that the hdd's on their central nurse's station (cns) failed. They also reported that they switched the hdd's from another unit, and this cns wouldn't launch into application at all. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 03/30/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/06/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 04/08/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the hdd's on their central nurse's station (cns) failed. They also reported that they switched the hdd's from another unit, and this cns wouldn't launch into application at all. No harm or injury was reported.